Event description:
A malfunction alarm was reported for a pump during the loading process. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge with the assistance of technical support and resumed insulin therapy.